Event description:
It was reported that the handpiece is not working during a case, and the bottom trigger, when it's in lock, if you press hard enough it will pop out. Service tech states the device runs in safe mode. When the safety is engaged and the forward trigger is pulled, the safety bar will move to the run position and unlock both triggers. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the handpiece is not working during a case, and the bottom trigger, when it's in lock, if you press hard enough it will pop out. Service tech states the device runs in safe mode. When the safety is engaged and the forward trigger is pulled, the safety bar will move to the run position and unlock both triggers. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The affected component was replaced and the handpiece returned to the account after passing final inspection.